Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the wrong part was allegedly handed over to the surgeon. It was reported that there were adverse consequences experienced by the patient.